Manufacturer narrative:
(B)(4). Visual examination of the returned device found a fracture at the distal tip of the instrument. Device was sent for fracture analysis which revealed a fractured surface exhibiting rough surface characteristics that extend across the entire surface suggesting that the tip underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the rod holder distal tip becoming fractured cannot positively be determined. However, the fracture analysis report suggests that the tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 we had an l2-s1 posterior fusion using the viper system. At the beginning of the case it was noted that one viper rod holder (2867-35-200 lot#1108mi) had a broken tip when we pulled it out of the pan. The cause of this is unknown. The broken instrument was placed on the back table away from the rest of the instruments for the remainder of the case. The surgeon had successfully placed viper x-tab screws on the patient's right side. When he was trying to pass the rod using the viper rod holder (2867-35-200 lot#1108mi) the holder snapped at the connection point. The curvature of the spine was difficult due to the large difference in rod angle between the sacrum and lumbar spine. The surgeon was having a tough time getting the rod to pass through the top screw at l2 when the rod holder snapped at the tip. At this point he found the broken tip and removed it from the surgical field as well as the rest of the broken viper rod holder. We were able to attach a new viper rod holder to the rod and pass the rod through all of the screws successfully. The patient was not harmed during this process and the procedure was completed successfully.